Event description:
Additional information was received from the patient (pt). They reported that they do not remember the recharger paddle feeling warm during recharge happening. However, there are other "errors that occur frequently" that the patient reported. The pt states that these "symptoms" occur at different times and "usually something occurs every day." Pt reports a screen with 'system problem rm03.' Pt took out controller battery and reinstalled it, "ok." Charging excellent, but without moving it says 'reposition (hoop) charger, looking for a device.' After several attempts (sometimes turning the paddle over), if finally starts charging again. The implanted battery goes from 60% to 100% and the controller battery goes to 60%. Pt also sees 'batteries low replace the controller batteries soon.' Pt took out controller battery, reinstalled battery. "Ok," the last time this occurred the controller battery was 90% and body battery was 80%. Pt states they also saw 'software problem. Cannot continue. 1. Intellis, 2. 3.6, 3. 1569, 4. Appmanager.c.' Pt took out controller battery and reinstalled battery, "ok."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-svc serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-svc, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient rep reported intermittently receiving the rm03 message for the past two months, though it does not appear consistently. Caller stated they recently received a replacement paddle. Agent had the caller reset the controller; confirmed screen power on. Caller confirmed no visible damage on the recharger. Caller stated that the recharger paddle feels warm. Agent started recharging session. Caller confirmed controller battery at 50% and implant battery at 90% with recharging good. Caller stated that they live in a warm environment. Agent reviewed information. Advised to continue monitor their device and call us back if anything comes up. The troubleshooting steps that were taken on the call resolved the issue.